Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that after she inserted a tampon she could not find the tampon string to remove the tampon. Since she is a nurse, she was able to remove the pledget using tools at an obgyn's office. She alleged that after removal she saw the string was attached to the wrong end of the tampon. She reported she was doing well and did not seek medical attention.